Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had a procedure back in (B)(6) of 2016 because the catheter was clogged. The patient stated their legs have gotten worse. The patient stated they went through their back and unclogged the catheter which made the patient's legs burn twice as much. The patient stated they "noticed the burning in their legs right away to the point when they have sex they have reverse ejaculation." The patient reported sometimes they cannot feel their legs, and it also feels like there were cigarettes in their shoes. The patient reported they did not know the name of the drug in the pump. No further complications were anticipated/reported.